Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with an scd system. One patient's leg became thick and blue when wearing the scd sleeve.